Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left popliteal artery. After crossing the lesion with a non-bsc guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 3mm/4cm coyote es balloon inflated at 14 atmospheres. No patient complications were reported.